Event description:
It was reported by repair work order that the lock assembly strut on the stair pro snapped while moving a patient. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.